Event description:
During a procedure the surgeon was inserting a screw and the threads peeled off the screw shaft. The surgeon tried to remove the screw and the shaft broke at the half-way point. Surgeon could not remove the shaft of the screw and was unable to remove the peeled threads, both remain in the pt. Surgeon used larger diameter screws to complete the procedure.

Manufacturer narrative:
(B)(4): subject device was implanted and partially explanted on the same day. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history records review could not be requested.